Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer removed the cartridge to temporarily resolve the issue. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer's blood glucose level was 92 mg/dl.